Event description:
It was reported that the atrial and ventricular connectors on the external pulse generator were broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the atrial and ventricular connectors were broken, and also noted that the white wire for the display was pinched and the keypad and encoder knobs were contaminated. (B)(4).